Event description:
It was reported during da vinci hysterectomy procedure that the tenaculum forceps instrument's cable broke/snapped. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however if the broken cable were to recur could cause or contribute to an adverse event.